Manufacturer narrative:
(B)(4). Implant date in 1990. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being scheduled for a revision due to an unknown reason.

Manufacturer narrative:
Reported event was confirmed by review of x rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of x-rays show a large geographic zone of periprosthetic lucency which surrounds the proximal and mid portion of the medial most screw of the right tka. There is slight offsetting between the tibial plate and the tibial plateau (probably 2-3 mm). Genu valgus of the knee is noted with loss of joint space in the lateral compartment. Loosening of the medial portion of the right tka demonstrated by periprosthetic lucency and offsetting between the plate and plateau (likely subsidence). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03582.